Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Half of it was missing - vagina [foreign body in reproductive tract]. When I took it out the next day, I realized that half of it was missing [complication of device removal]. Half of it was missing, incomplete fan shape- tampon [device breakage]. Case description: consumer reported via phone that during removal, half of tampon was missing. No serious injury reported.